Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as abdominal pain and treated with insulin pump. Customer's blood glucose value was above 600 mg/dl. At the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no insulin issues, but it was found that infusion set cannula was completely bent. The device settings were correct and basal was changed. Insulin pump passed displacement test. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer was educated on the causes and prevention of bent cannula.